Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 39 events were reported for this quarter. Product return status: 39 devices were received. Evaluation status: confirmed 13 reported events were confirmed during testing. 13 devices were found to be affected by a hole in the hose. In progress: 26 device evaluations are in progress.   Additional information: 39 devices were not labeled for single-use. 39 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 39 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 36 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 39 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 37 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 39 previously reported events are included in this follow-up record. Product return status 39 devices were received. Event confirmation status 34 reported events were confirmed; the cause was traced to component failure. 1 reported events were not confirmed. 4 evaluations are still in progress. Evaluation results 34 devices were found to be affected by a hole in the hose. 1 device had no problem found.